Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking powerglide catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter assembly. Light usage residues were observed and the catheter exhibited curved shape memory. A split was observed in the catheter tubing near the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the split. Microscopic inspection of the split revealed it to be v-shaped. The split edges were sharply defined and glossy. The split shape and fracture features were consistent with the catheter being perforated by the introducer needle bevel. Such damage can occur if the catheter is drawn against the needle and if the needle is re-inserted during device placement. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ a lot history review (lhr) of redq3812 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide was inserted with no difficult but when flushing, fluids spurt out at juncture of hub and cathlon. The rn had to dc and restick the patient with new device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq3812 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide was inserted with no difficult but when flushing, fluids spurt out at juncture of hub and cathlon. The rn had to dc and restick the patient with new device.